Manufacturer narrative:
According to the IFU as part of the preoperative assessment, the surgeon must ensure that no biological, biomechanical, or other factors exist that might adversely affect the surgery and/or postoperative period. Only qualified surgeons are to use these products: who are fully knowledgeable about all aspects of the surgical technique and use of these implants, have full knowledge about the system compatibility's, and must be fully trained to properly use the system and instrumentation. There is also the potential for surgical intervention/revision and unintended bone fractures. The most likely cause of the reported event is related to surgical technique and underlying patient conditions. This device is used for treatment not diagnosis.

Event description:
The bone was fixated, and the surgery was successfully completed. No additional information is provided. Associated mfrs: 1038671-2017-00260, 1038671-2017-00261, 1038671-2017-00262 & 1038671-2017-00264.

Manufacturer narrative:
The contribution of the device to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Primary thr surgery. During preparation of the canal, a crack was evident and required fixation with super cable. The stability of the stem was not compromised. This event report was received through clinical data collection activities.